Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("due to symptoms related to her essure, plaintiff underwent partial hysterectomy to remove the essure") in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("due to symptoms related to her essure, plaintiff underwent partial hysterectomy to remove the essure") in a 35-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tube perforation/ migration'), dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, psychological trauma, fatigue and migraine outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia, iron deficiency anaemia and urinary tract infection had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, iron deficiency anaemia, menorrhagia, migraine, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for: menorrhagia (heavy menstrual bleeding), anemia, breakage, psych injury, migration, fallopian tube perforation and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified)- breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received. Product indication updated. Previously reported ¿due to symptoms related to her essure, plaintiff underwent partial hysterectomy to remove the essure ¿ was updated to dysmenorrhea (cramping). Events added: breakage, fallopian tube perforation/migration, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, psych injury, urinary tract infection, fatigue and migraine. Lab data added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tube perforation/ migration'), dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, psychological trauma, fatigue and migraine outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia, iron deficiency anaemia and urinary tract infection had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, iron deficiency anaemia, menorrhagia, migraine, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for: menorrhagia (heavy menstrual bleeding), anemia, breakage, psych injury, migration, fallopian tube perforation and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified)- breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.